Manufacturer narrative:
Additional/updated information was added to reflect the pc board being returned to the manufacturer for evaluation. However, it was unable to be tested, so the complaint could not be verified.

Event description:
Provider states the oxygen sensor light is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the oxygen sensor light is not working.